Manufacturer narrative:
The initial reported event of infection was received on 2019-01-02. Of note the serious injury is normally submitted via an alternative summary report that would have been due on 2019-04-30. Information was subsequently received on 2019-01-22 and revealed bacteremia, septic arthritis and streptococcus. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and had their implantable cardioverter defibrillator (ICD) system explanted. No further patient complications have been reported as a result of this event. On 2019-02-18: it was further reported that the patient did not feel well, became unconscious and was found by their neighbor. The patient was brought to the hospital showing signs of septic arthritis and adjacent osteomyelitis in their ankle, a six millimeter round density was found on the right ventricular (rv) lead, positive blood cultures for streptococcus and bacteriemia. The patient's antibiotics were adjusted.